Event description:
It was reported a sensing issue caused pauses and syncope. Intermittent failure of the right ventricular lead was also reported. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.